Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Further information requested but not received.

Event description:
It was reported that the patient's lead had migrated. As a result, surgical intervention was undertaken wherein the patient's lead was explanted and replaced. Therapy was restored following the procedure.